Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional radiologist in practice 11 years. Physician has been using medtronic¿s nitrex guidewires since 2007, using a total of 250 in the last year. 100 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during coronary vasculature procedures. 100 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 50 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. The following complication was encountered while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures: inflammation related to posttraumatic stenoses (2 patients), vessel perforation with increasing pain of patients (2 patients). The following complications were encountered while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures: embolization causing acute vascular occlusion (1 patient), inflammation which was a stenoses in the context of inflammation (2 patients).